Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and urethral atrophy. As a result, the cuff was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100502914. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).